Manufacturer narrative:
A short string from consumer¿s sample photo was identified. It is possible the consumer¿s reported event was due to manufacturing. The cause of the string too short could occur during cull verification. As part of continuous improvement activities, improved process controls during cull verification of the vision system in the wrapper station have been implemented.

Event description:
This is a non-us event. This occurred in canada. Consumer reported prior to use the pledget of a tampon appeared to be in the applicator backwards. She used the tampon and upon removal was not able to find the string at first. She manually searched inside her vaginal cavity and located the string to aid in removing the pledget. She also noticed at that time that the string was shorter than normal. She did not seek medical attention and did not experience any adverse health effects.